Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A follow-up report will be submitted when the eval has been completed.

Event description:
The user reported that the tubing split on injection at 750 psi. No harm or injury was reported. The user reported that this has occurred several times but did not provide any further info or clinical details for the additional events. Therefore, this single form FDA 3500a will be submitted for this complaint.